Event description:
Rptr had spinal fusion with pedicle screws. Screws hit a nerve, causing nerve damage down right leg and foot and causing permanent footdrop in right foot. The screw was too long and it went right through the vertebrae and hit a nerve. It was as much the doctor's fault as the screw's fault; they were both wrong for the job. Second spinal fusion done 10 days after first fusion to try to fix nerve damage, was not successful. Rptr has since had two more spinal fusions with the screws replaced three times. Rptr has been through total hell because of these screws and the doctors not using them right. She'll speak up against their use any time.